Event description:
It was reported that during an laparoscopic anterior resection procedure, during hand insertion through the iris valve seal - the seal split. Unk if lubrication was used. The case was completed with a same like device. There were no adverse consequences reported for the pt. Facility was asked to provide pt info, but was unwilling to do so. Additional info has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.